Event description:
It was reported that the balloon of the foley catheter ruptured and the duct fell off by itself.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned it was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review on device labeling is adequate to prevent the reported event. "Uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not re-sterilize. - for urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter ruptured and the duct fell off by itself.